Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was not confirmed; however, the sheath was kinked distal to the guide. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a mildly calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an endovascular interventional procedure. Reportedly, the device felt funny when advancing in the anatomy. Partial device was able to be advanced. The device was then removed and it was noticed that the sheath and proximal guide were breaking but still together in one piece. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.